Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire technical support reviewed the log files which reveals a series of technical failures after each start up on may 08, 2021. Alarm 316 "blower failure" also occurred twice on that day. Customer confirmed that they opened the unit and found that capacitor of ac/dc power assembly is burnt. They replaced the ac/dc power supply assembly and the unit is working fine now. Exact issue is unclear and not determinable as the issue is no longer reproducible. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 unit is showing alarm 300-device failsafe on the screen and other technical alarms, 316-blower failure as well as 401-inspiration valve or device leaky. There was no patient involvement associated with the event.